Event description:
A female patient reported she experienced a bacterial eye infection, corneal ulcer, with a resulting corneal scar and decreased peripheral visual acuity following the use of complete moistureplus with her b&l contact lenses. She indicated that the infection occurred in may 2006. She thought she had scratched her right eye and sought treatment at the "campus health center." She was given "something to numb it" and another type of eyedrop. It wasn't better the following day so she went to another doctor. He said she had a "corneal ulcer" and gave her different eyedrops. The following day her visual acuity was impaired, the patient stated" I lost my vision" and it took a week to resolve at which time her vision was restored. She saw the doctor weekly but wasn't happy with the care she received so sought another medical opinion. She was told by another doctor that she had a bacterial infection.' She has tried to wear contact lenses but it is too painful and her peripheral visual acuity has not returned to normal. Apparently the unit the patient used had expired in january 2006. Retained testing and batch record review had previously been conducted in dec 2004, and was found to be within product specifications.

Manufacturer narrative:
No specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports.